Event description:
The following has been reported: biomed reported: service pump alarm. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for a "service pump" alarm. The device passed a mock infusion but failed functional testing of the set ID. No physical damage was identified at the set ID or anywhere else. Log files also confirm the reported set ID failure.